Event description:
As reported by the user facility: brief inquiry description ail detailed inquiry description rn states pump was alarming ail upon return from MRI. She removed extension tubing placed by MRI, added asv, removed tubing from pump and reinserted prior to my arrival. I observed her press "no" to prime out air bubble and restart pump, I queried her and she said "I don't want to waste anymore medication" and walked out of room. I discussed and said we can watch however if air bubble not removed, pump will alarm again. Pump alarmed. Vtbi < 6mls, priming ail emptied bottle. Rn asked 3rd rn to hang new bag. Rn c/o time spent on pump alarms, wanted to switch bottles without changing tubing. I asked her to get new tubing, asv and prime on pump as she was prepping and spiking bottle on counter, quickly and abruptly. Rn attempted to load tubing without light flashing, I gave pointers throughout. New bottle hung, no further alarms from new infusion. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.